Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable. No indication that the lens was implanted. If explanted, give date: not applicable. No indication that the lens was implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of a zcb00 20.0 diopter intraocular lens (iol) was damaged. Patient contact was reported. There was no serious patient injury, no medical complications, and there was no surgical intervention. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 11/21/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site. Loose fibers/particles were observed on lens related the handling of the unit out of a sterile environment. Residues of viscoelastic material was observed on lens. No damaged was observed to the lens and haptics. The condition in which the sample returned is consistent with a lens that was handled and prepare for surgical process. The complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Historical data analysis: a search of complaints revealed no additional investigation requests have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product malfunction or quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.